Event description:
It was reported that the patient presented for a check-up a high impedance spike occurred on the atrial lead. The lead remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. The daily pace lead trend data shows a spike increase for atrial pace bipolar impedance was 779 to 3762 to 760 peak between (B)(6) 2013. Concomitant products: 6947m, implantable defibrillation lead (B)(6) 2013; 4296 implantable pacing lead (B)(6) 2013. (B)(4).